Event description:
It has been reported that there have been 7 to 8 revision surgeries completed due to loosening of the femoral component following vega total knee arthroplasty procedures. Detailed information was not provided on initial report. Additional information regarding each incident has been requested and a supplemental report will be provided for each med watch that is filed in relation to the reported occurrences. All med watch submissions related to this report are: 3005673311-2016-00122, 3005673311-2016-00123, 3005673311-2016-00124, 3005673311-2016-00125, 3005673311-2016-00126, 3005673311-2016-00127, 3005673311-2016-00128, 3005673311-2016-00129. It should be noted that due to lack of identity of items involved; the selected procode being reported may be changed at a later date.

Manufacturer narrative:
No additional information or product was received related to the reported complaint, despite multiple attempts to gain information. Investigation can not be conducted on the document level as item numbers and lot numbers were not provided. Root cause can not be determined. If additional information is received in the future, the reported complaint will be investigated and updated information will be provided related to this medwatch report number.